Manufacturer narrative:
Literature citation: vcelak et. Al. Surgical treatment of lumbar spondylodiscitis: a comparison of two methods. International orthopaedics (sicot) (2014) 38:1425-1434. Patient info: 20 male, 11 female, mean age 60.5 years. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
In a 2014 clinical study, vcelak, et al. Titled "surgical treatment of lumbar spondylodiscitis: a comparison of two methods" group a consisting of 23 patients was treated only by a dorsal transmuscular approach and group b consisting of eight patients was treated by two-stage posteroanterior surgery. The authors reported 2 cases (8.7%) of deep infection. The patients were revised while leaving the instruments in place. One patient healed and the second patient was, due to his overall condition, treated by conservative therapy and suffered from chronic fistulation.